Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When the product packaging was opened, the drn00v model intraocular lens (iol) injector was in the box but out of the sealed sterile sleeve. It was reported the seal was not sealed at all. There was no patient contact with the iol. The same procedure was completed successfully using a back-up drn00v 21.0 diopter iol. Patient prognosis post-procedure was reported as good. The suspect iol is not available for return as it was discarded. No further information is available.